Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. An alpha I and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the non-serialized exhaust tube of the pump. Not all pump testing could be completed due to the large separation noted in the pump bulb, but microscopic examination of this separation revealed it would have resulted in leakage. A large separation was noted in the pump bulb and both cylinder bladders. These were sites of leakage. Microscopic examination of the surfaces revealed them to have uniform striations, indicating contact with sharp instrumentation. Partial separations within abrasion on the serialized exhaust tube of the pump and a partial separation in the inlet tube of the pump were noted. Testing revealed these to not be sites of leakage. Abrasion was noted on the non-serialized exhaust tube and inlet tube of the pump. Due to the as-received condition of the components having a large separation in the pump bulb and both cylinder bladders, testing was limited. However, microscopic examination of the separation noted on the non-serialized exhaust tube confirmed it would have resulted in leakage. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the non-serialized exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the pump bulb and both cylinder bladders occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.